Manufacturer narrative:
Approx age of device: 5 days. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A root cause for the report of gi bleeding could not be determined through this evaluation. The patient remains ongoing on vad-15080. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that since (B)(6) 2014, the patient has had episodic hematochezia. The patient was transferred to the cardiovascular intensive care unit on (B)(6) 2014 due to symptomatic bleeding with hematocrit at 22%. An esophagogastroduodenoscopy was negative and a colonoscopy showed considerable old blood throughout the colon with moderate sigmoid tics. The source of bleeding was not identifiable, but there was no blood in the ilium. The healthcare professionals at the hospital suspected the source was colonic and a pre-vad implant colonoscopy showed moderate diverticulosis. A capsule endoscopy was performed. After multiple units of blood were transfused the patient appeared to stop bleeding. On (B)(6) 2014, the patient bled approximately 1 unit into the toilet and fairly fresh blood was observed. The hospital made changes to the patient's medication, 6 units prbc were transfused, and a colonoscopy and esophagogastroduodenoscopy were completed. On (B)(6) 2014, the international normalized ratio was 2.0 and the patient was off all anti-platelet agents.